Manufacturer narrative:
Sensor performed continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings, causing the threshold suspend to be activated at an inappropriate time. The sensor reading was 66 mg/dl when the blood glucose reading was 210 mg/dl. She received calibration errors, changed the sensor, and again received calibration errors and a change sensor alarm. There was no incorrect or delayed entry of a blood glucose reading. The sensor was replaced and returned for analysis.